Event description:
It was reported that the patient's lead was no longer functional. During replacement surgery, the surgeon noticed that the lead was broken at two places. No patient outcome has been reported. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).